Event description:
The reporter stated that the catheter broke off in the pt's head. The doctor removed the item with hemostats. The pt had a CT scan to ensure there was no foreign body left in the pt. No foreign body was seen on imaging. Integra made a request in writing for additional info. In response, in a follow up telephone call to integra, the hospital risk manager stated that the pt had been admitted with an acute hemorrhagic stroke. She had massive brain stem infarction and the prognosis was "hopeless" from the time of the stroke. During the procedure to remove the catheter, the physician pulled on it; part of the catheter broke and the distal portion was retained in the patient and was removed during the procedure using a hemostat. The pt then had a CT scan. No foreign body was seen on imaging and it is reported that no foreign body remained in the pt. The pt is deceased. The date of death was not known by the reporter. The reporter stated that the cause of death was not related to use of the device, or the breakage, or removal of the device. The lot number of the device was not recorded in the pt's notes and is not known. The device will not be released for evaluation by the hospital on instructions of an attorney. Photographs of the device are available and will be emailed to integra for evaluation. The device had functioned satisfactorily prior to removal.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.